Manufacturer narrative:
(B)(4). Batch # m90l8d. The analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. However, the lockout mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lockout spring was noted to be out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a note was left on the device that stated the "clip does not load". It is unknown how the case was completed. There were no patient consequences reported.